Event description:
Additional information was provided which noted that defibrillation threshold (dft) testing was performed during the device replacement procedure. The shock impedance measurements were noted to be normal. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. It was thought there was a weak connection. The shock impedance alert was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Correction to b5: additional information received regarding continued high out-of-range shock impedance measurements. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. It was thought there was a weak connection. The shock impedance alert was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service. Additional information was provided which noted that defibrillation threshold (dft) testing was performed during the device replacement procedure. The shock impedance measurements were noted to be normal. The lead remains in service. No additional adverse patient effects were reported. Additional information received approximately four years later reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. This rv lead was later explanted and replaced. No additional adverse patient effects were reported.